Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had blank display. The customer¿s blood glucose level was 11.9 mmol/l. Customer stated pump is not responding and changed the battery while on the phone but still not getting any response. The customer was advised to replace. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self-test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display noted. Insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, moisture damage on lcd board and minor scratches on display window noted.